Manufacturer narrative:
(B)(4). Additional information: the reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The cause was determined to be one or more cycle advances to the next fill a when slow / no flow occurred, above the min drain volume threshold. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver (cg) to review the programming. The hc showed an initial drain volume of 686ml, last fill volume of 0ml, total fill of 9996ml, total drain of 11993ml, total ultrafiltration(uf) of 1996ml, cycle 4 uf of 2547ml, cycle 3 uf of 20ml, cycle 2 uf of 243ml, cycle 1 uf of -328ml, and 0 bypasses. The hc was programmed for continuous cycle peritoneal dialysis with a total volume of 10000ml, total time of 9:00, fill volume of 2500ml, and last fill of 0ml. The cg stated she mixed fluids in the home patient's (hp) therapy and they were traveling with no manual supplies. The tsr advised the cg to contact the peritoneal dialysis nurse regarding the alarm and about the hp's ultra-filtrations. The nurse was contacted on (B)(4) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Review of the device logs confirmed the reported difficulty, found a volume of fluid drained that meets the current criteria of an increased intra-peritoneal volume (iipv) incident. The device was determined to meet functional and electrical performance specification requirements. The device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4) specifications. The device was determined to meet specifications for the reported difficulty high drain/call pd nurse alarm. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.